Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient declined further assistance to address the issue at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation approximately 3 years ago and the ipg would not communicate with external devices. Manufacturer's representative met with the patient and confirmed the device was inoperable. In turn, surgical intervention may be pending to address the issue.